Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the right atrial (ra) lead exhibited noise that triggered automated mode switch (ams) episodes. The noise could be reproduced with provocative testing. The device was reprogrammed. The patient was stable.